Event description:
It was reported that during intra aortic balloon therapy, the catheter was damaged and unable to cross properly. There was no harm or injury reported to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 problem code, type of investigation, investigation findings, investigation conclusion, component code, h11. Corrected fields: d1; d4 model number, catalog number UDI number the product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, between the iab and sheath and inside of the inner lumen. After cleaning the iab from the blood, no blood was observed inside. The sheath was returned covering the catheter tubing. The extender tubing, pressure tubing and three-way stopcock were also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. We are unable to confirm the reported failure by the evaluation.